Event description:
Customer received two minor shocks when handling an endoscope within the b side basin in the dsd-201 aer.

Manufacturer narrative:
Rn stated individual is doing fine. No other issues. (B) (4).